Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope did not give air anymore. There was no report of patient harm associated with this event. During incoming inspection, it was determined foreign matter clogged the nozzle. This is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clog inside the nozzle unit no air was fed. Due to clogging of nozzle, no water was fed. In addition, foreign matter clogged the nozzle could not be removed even with correct reprocessing due to buckling of each channel or nozzle/gap on the insertion section or the boot. The outer diameter of adhesive on bending section cover exceeded the standard value. Adhesive on bending section cover had a crack. Due to ear of angle wire, bending angle in left direction did not meet the standard value. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.